Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "we received on 05 february 2025, a visistat with a breach of sterility. As shown on the pictures, the package is broken on the corner. After checking the stock, all 10 devices from same lot were showing the same issue". No patient involvement.